Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, olympus also found that there were no image and error code b30 appeared. Based on the results of the investigation, for the sandstorm that appeared on the screen, it is presumed to be caused by a malfunction of the circuit board. As for the error code and no image, it is presumed to be caused by a malfunction of the video connector locking mechanism. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed snow. When connecting the endoscope/camerahead. It is unspecified, when the issue occurred. There were no reports of patient harm.